Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a video assisted thoracic surgery lobectomy the vascular stapler, with vascular reload, no buttressing material, fired across the pulmonary artery, cut and deployed staples on the proximal and distal ends of the reload but didn't deploy staples across the pulmonary artery. To control bleeding, the doctor used a clip applier to clip the pulmonary artery. A second like stapler and reload were used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch number: p58c03. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with four cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.